Event description:
During a cataract extraction procedure, the surgery center reported an electrical burning odor from the phacoemulsification unit. In conjunction with the odor, the tubing cassette popped out of place displaying an error message indicating service required. The procedure was completely successfully using a backup unit. The clinic reported no patient injury.

Manufacturer narrative:
Pt age: patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). During inspection of unit, the fss found a burnt component on the rear panel connector (rpc) printed circuit board (pcb). The rpc and footpedal was replaced. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.